Manufacturer narrative:
The peritonitis occurred on an unspecified date, reported as ¿ in last year¿. Upon follow up it was reported the patient was treated with an unspecified anti-inflammatory drug for the peritonitis ( previously reported as unspecified drugs). At the time of this report, the patient was recovered from the event and dianeal therapy was withdrawn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event ¿more than 1 month¿. The patient was treated with unspecified drugs during hospitalization (no further details). At the time of this report, the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.